Manufacturer narrative:
The country of origin is (B)(6). The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t high sensitive results from the cobas 6000 e601 module. The initial result was 21 ng/l and the rerun result was < 3 ng/l. The initial result was reported outside the laboratory and questioned by the clinician because it did not fit the clinical picture. The reagent lot number and expiration date were asked for but not provided.